Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the dcs access site was the right femoral artery. Additional information received indicated that the transient heart block was transient complete heart block. Approximately 6 months following the valve implant a transthoracic echocardiogram (tte) measured a atrioventricular max of 17.1 millimeters of mercury (mm hg) and a mean gradient of 9 mmhg. Approximately 1 year and 2 months following the valve implant, the patient was hospitalized due to atrial fibrillation. A transthoracic echocardiogram (tte) identified elevated aortic graidents. A maximum of 28.3 mmhg and a mean gradient of 14.2 mmhg were measured. A transesophageal echocardiogram (tee) 2 days later revealed a normal functioning transcatheter aortic valve. There was no evidence of hyperattenuated leaflet thickening (halt), paravalvular leak (pvl) or vegetations. The tee measured a maximum of 14.2 and a mean of 7 mmhg. The gradients were reported as resolved. It was reported that the elevated gradients were result of tachycardia and low intravascular volume as the tee revealed normal transcatheter valve function. The physician indicated the gradients were unrelated to the implant procedure or valve itself.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the transcatheter valve implant, the native mean gradient measured 22.8 mill imeters of mercury (mm hg). The valve was implanted at 3 millimeters (mm) at the non-coronary sinus (ncs) and 5 mm at the left coronary sinus (lcs). At the 30-day follow-up visit the mean gradient measured 6 mmhg. Per the physician indicated that the recurrent atrial fibrillation that required hospitalization occurred approximately 10 months following the valve implant rather than 1 year and 2 months following the valve implant as initially reported. The patient presented to the emergency department for a urinary tract infection (uti) and the atrial fibrillation was identified at that time. An intravenous (IV) push of a calcium channel blocker converted the rhythm to normal sinus rhythm. Two days later, medical attention was required because of a heart rate in 150 beats per minute (bpm) range. The same medication via IV push was given but the atrial fibrillation remained. IV fluids were started as well as an IV anti-arrhythmic. The patient denied symptoms. This atrial fibrillation episode was reported as unrelated to the valve or implant procedure.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a transient heart block occurred immediately following the valve deployment. The heart block resolved within 30 to 45 seconds. A new right bundle branch block (rbbb), a left anterior fascicular block (lafb), and a new onset atrial fibrillation (afib) were identified following the implant procedure. Temporary pacing was left in place and intravenous (IV) amiodarone was administered. Hypotension occurred, and the blood pressure was measured at 72/45 millimeters of mercury (mmhg). Norepinephrine was started with 1 liter of IV fluids. Hypotension was reported as likely secondary to losing atrial kick from afib and hypovolemia. Hypotension resolved the same day after volume resuscitation and medications. Right femoral access site oozing required manual pressure with a local injection of lidocaine and epinephrine. The dressing was reapplied and the oozing resolved a day after its onset. The right femoral access site oozing was reported as related to the valve implant procedure but not related to any device. The procedure related afib resolved two days after its onset. A six-day holter monitor was placed for monitoring of atrio-ventricular (av) conduction disturbances. The rbbb and lafb were reported as related to the valve, resulted in prolonged hospitalization and had not resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Product ID d-evolutfx-2329 (lot: 0012146909); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012155065); product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.